Event description:
The customer reported a vent inop condition. The manufacturers field service engineer found the backup battery voltage low. Customer declined replacement of the backup battery.

Manufacturer narrative:
Customer declined repair.